Event description:
It was reported the programmer won't turn on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis could not confirm that the programmer would not turn on; however, the device did boot to an error message.